Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating that he went camping over the weekend and his blood glucose level went up. He was able to lower his blood glucose level. Customer stated the high was probably due to him guessing at his carbohydrate intake. He also reported that the sensor reading and his actually blood glucose level can sometimes be off anywhere from twenty to eighty points. His blood glucose level was 43 mg/dl, but the sensor read 150 mg/dl. Customer said he does not know which one to trust sometimes. Customer uses sites that are not the recommended sites. Nothing further reported.